Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and did not want follow-up; therefore, no further action was required.